Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ping meter was reverting back to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue with the subject meter occurred on an unspecified time on (B)(6) 2011. The patient stated that she manages her diabetes with the insulin pump and in response to the reported issue, "increased her morning and evening insulin doses for the last 2 weeks (novolog 350-400units/day)" on her own. The patient claimed to have developed symptoms of her "hands and feet hurting" and of being in "a lot of pain" one week after the alleged issue occurred. The patient denied any treatment in response to these symptoms. At the time of troubleshooting, the cca noted that the patient was able to obtain a reading from the subject meter but the reported issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient denied receiving any form of medical intervention for an acute complication of diabetes. However, this complaint is being reported because the alleged issue remains unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.